Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was further reported that high and unstable thresholds were observed on the right ventricle (rv) lead, and the left ventricle (lv) lead was reprogrammed. Both rv and lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195-88, lead, implanted (B)(6) 2009; d314trg, ICD, implanted (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated that pacing capture threshold in the rv (right ventricle) was elevated, and visual summary analysis of the lead indicated apparent explant damage. The full lead was returned and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought to the emergency room due to what appeared to be a syncopal episode. During the device interrogation, it was determined that the patient¿s rv lead was showing inconsistent capture. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.